Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Analyzing the material sent, it was noticed that the size of the crown was too large for the implant, which may cause the biomechanical overload that favors the fracture of the implant.

Event description:
(B)(4) - the dentist reported that, 3 years after the dental implant was installed in intraoral region #3, its fracture was observed.